Manufacturer narrative:
The ivtm thermogard console (s/n (B)(4)) was evaluated at the customer's site on 05/02/2016. Investigation results as follows: the event log was reviewed and found several tcmid 05 errors as well as mid 04 errors. In summary, the reported complaint was confirmed during the review of the event log. The system error was due to a defective processor board. A preventive maintenance and service was performed and system was calibrated. The console passed all functionality test criteria. Service depot.

Event description:
It was reported that during patient therapy the thermogard ivtm console (s/n (B)(4)) displayed a tcmid: 05 (coolant failure) error message. The customer was not able to clear the error message, therefore an unspecified system was used to continue patient's temperature management therapy. No patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The zoll thermogard xp ivtm system (s/n (B)(4)) was returned to zoll on 06/08/2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm s/n (B)(4). During visual inspection the following were observed: the rotor head handle and the seal rocker switch were missing; there were screws loose on the top lid; the pump lid was cracked; the white rollers were worn out; the hex basket and cold well were rusty; there was no grease in hall sensor; the system was not grounded at cold well drip tray; and the cooling engine blow fan was running intermittently. The thermogard console is a reusable device and was manufactured on 04/27/2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related/related to the reported complaint. A review of the event log showed several tcmid: 5.2.2 (compressor startup error during run mode) error messages. Thus confirming the reported complaint. The device failed functional testing due to tcmid: 5.2.2 error. In summary, the reported complaint was confirmed during review of the event log and during functional testing. The root cause of the tcmid: 5.2.2 error message was due to a defective cooling engine.